Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Caller was instructed by technical support to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After these steps, reloading the same cartridge resolved the issue, and the caller successfully continued using the pump for insulin delivery.